Manufacturer narrative:
Terumo did not receive the actual device and further information is necessary. Terumo plans on submitting a follow-up report report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the cardioplegia line leaked at the female-luer connection. There were two occurrences of this event. The product was not changed out, there was 5 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.